Manufacturer narrative:
Product complaint # ==> (B)(4). This is a duplicate report of 1818910-2019-112492. Is being retracted as it is a report duplication. Will be kept for investigation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while trying to remove the drill bit from driver shaft the drill bit broke off inside driver shaft. The driver shaft is now useless as a new drill bit cannot be inserted. No surgical delay.